Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having spinal therapy due to cervical trauma. It was reported that once the cage has been mounted on the implant holder, its expansion was tested with the special butterfly handle without encountering any problems. Subsequently, inside the patient, the system seemed, however, to spin in circles, causing the cage not maintaining the expansion (as it collapsed after each turn). So cage was  immediately replaced with a new one. Once the new product was fitted, the system worked perfectly without any problems. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having spinal therapy due to cervical trauma. It was reported that once the cage has been mounted on the implant holder, its expansion was tested with the special butterfly handle without encountering any problems. Subsequently, inside the patient, the system seemed, however, to spin in circles, causing the cage not maintaining the expansion (as it collapsed after each turn). So cage was  immediately replaced with a new one. Once the new product was fitted, the system worked perfectly without any problems. There was no patient symptom reported. There were no further complications reported regarding the event.